Event description:
Per the clinic, the patient developed cellulitis at the implant site. Oral antibiotics (bactrim) were prescribed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.